Event description:
It was reported that approximately fifteen months post xience v stenting procedure in the mid right coronary artery with one 3.0 x 28 mm stent and in the proximal right coronary artery with one 3.5 x 12 mm stent, the patient died at home. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.